Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Keypad malfunctions were obvious during the product eval. The following key are inoperable: #2, #3, (.), #4, #5, #6, #7, #8 and #9. This is caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the "abc" key is selected, "ag" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump displayed keypad malfunctions. It was also reported that there was no pt involvement.